Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("chronic pelvic pain/pain") in a 31-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity on (B)(6) 2010. Concurrent conditions included pelvic infection, bladder infection, vaginal discharge, dyspareunia, bleeding menstrual heavy, dysmenorrhea, mood swings, vaginal irritation, lower abdominal pain and cervix inflammation. Concomitant products included nuvaring. On (B)(6) 2011, the patient had essure inserted. In january 2012, the patient experienced vaginal infection ("repeated infections such as vaginitis"), cystitis ("infection (bladder)") and urinary tract infection ("infection(urinary)"). In july 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with paracetamol (acetaminophen), surgery (ablation) and surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, dyspareunia, vaginal infection, cystitis, urinary tract infection and vaginal haemorrhage outcome was unknown and the pelvic pain was resolving. The reporter considered cystitis, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the events dyspareunia, increased cycle amounts, dysmenorrhea, pelvic pressure, mood swings and believes it is all related to her essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity on 2-nov-2010. Concurrent conditions included pelvic infection, bladder infection, vaginal discharge, dyspareunia, bleeding menstrual heavy, dysmenorrhea, mood swings, vaginal irritation, lower abdominal pain and cervix inflammation. Concomitant products included nuvaring. On 17-jan-2011, the patient had essure inserted. In february 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In january 2012, the patient experienced vaginal infection ("repeated infections such as vaginitis"), cystitis ("infection (bladder)"), urinary tract infection ("infection(urinary)/ uti"), depression ("depression") and anxiety ("mental anguish"). In july 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia"). The patient was treated with paracetamol (acetaminophen), surgery (total vaginal hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on 23-dec-2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, dyspareunia, vaginal infection, cystitis, urinary tract infection, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, cystitis, depression, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the events dyspareunia, increased cycle amounts, dysmenorrhea, pelvic pressure, mood swings and believes it is all related to her essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-apr-2011: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: pfs received: events added: depression and mental anguish. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("chronic pelvic pain/pain") in a 31-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included live birth on (B)(6) 2010. Concurrent conditions included pelvic infection, bladder infection, vaginal discharge, dyspareunia, bleeding menstrual heavy, dysmenorrhea, mood swings, vaginal irritation, lower abdominal pain and cervix inflammation. Concomitant products included nuvaring. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced cystitis ("infection (bladder)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal infection ("repeated infections such as vaginitis"), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection(urinary)") and the second episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation) and surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, dyspareunia, vaginal infection, cystitis, urinary tract infection and the last episode of vaginal haemorrhage outcome was unknown and the pelvic pain was resolving. The reporter considered cystitis, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal infection, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: the events dyspareunia, increased cycle amounts, dysmenorrhea, pelvic pressure, mood swings and believes it is all related to her essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (other). Medical history, concurrent condition, concomitant medication and outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 31-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity on (B)(6) 2010. Concurrent conditions included pelvic infection, bladder infection, vaginal discharge, dyspareunia, bleeding menstrual heavy, dysmenorrhea, mood swings, vaginal irritation, lower abdominal pain and cervix inflammation. Concomitant products included ethinylestradiol;etonogestrel (nuvaring). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced vaginal infection ("repeated infections such as vaginitis"), the first episode of cystitis ("infection (bladder)"), urinary tract infection ("infection(urinary)/ uti"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), the second episode of cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), vulvovaginal candidiasis ("candidal vagonosis") and post procedural complication ("post procedural complication"). The patient was treated with paracetamol (acetaminophen) and surgery (ablation and total vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder and vulvovaginal candidiasis had resolved and the dyspareunia, vaginal infection, urinary tract infection, vaginal haemorrhage, depression, anxiety, the last episode of cystitis, vaginal discharge, back pain and post procedural complication outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: the events dyspareunia, increased cycle amounts, dysmenorrhea, pelvic pressure, mood swings and believes it is all related to her essure. Received treatment for pain, bleeding, psych injury, bladder/urinary problem diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event abnormal bleeding, bladder problem, urinary problem, bladder infection, vaginal discharge, reporters were added. On (B)(6) 2020: new events- post procedural complication, candidal vagonosis were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and vaginal infection ("repeated infections such as vaginitis"). The patient was treated with surgery (total hysterectomy ). Essure was removed. At the time of the report, the pelvic pain, dyspareunia and vaginal infection outcome was unknown. The reporter considered dyspareunia, pelvic pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.